Manufacturer narrative:
Vyaire medical file identification: (B)(4). Vyaire field service representative went onsite to evaluate the device. Field service representative installed the new gas delivery engine supplied by the customer. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported gas delivery engine issue on the avea ventilator. At this time, there is no information regarding problem on the gas delivery engine. The customer reported there was no patient involvement associated with the reported event.